Manufacturer narrative:
Device evaluation: tamper seals were both broken. Missing battery, battery door and 1 timing plate spring. Chipped top case corners left plunger case screw post broken. Unable to view ehl due to blank screen with constant alarm. Found blank screen with constant alarm at power up. Incomplete update process by customer. "Uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. Performed power up process, pm and all functional tests. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump keeps alarming. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.